Event description:
Additional information received noted the right ventricular lead was inhibiting pacing and was unable to be reprogrammed. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine pacemaker follow up. Upon investigation, the right ventricular lead was noted to had caused multiple instances pacing inhibition due to oversensing noise. Programming changes were made. The patient was stable and would be monitored.